Event description:
Approx 12 mins into arthroscopy on left leg, surgeon realized that calf and thigh were taking up fluid. Surgeon stopped the procedure, suture up the wounds, elevated the left leg and began evaluating circulator status. Leg was mottled and no pedal pulses palpable or by doppler. A vascular consult was obtained. Leg continued to be elevated and began to show pink color after approx 45 mins. Arthroscopy pump sent to biomed dept for diagnostic check. 2900cc fluid unaccounted for. Extravastation was noted and procedure was aborted. Extravasation was resolved with elevation and milking of the leg, heparin therapy initiated, continuous passive motion machine and overnight observation. Heparin was given on the advice of a vascular consultant to prevent clotting since there was no flow and no pulses. The continuous passive motion was to move the muscles and help circulate the fluid.